Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, secondary to disassembly of the humeral liner from the humeral tray. This likely resulted in articulation between the glenosphere and the humeral tray, resulting in the reported metallosis. Prosthesis wear could be confirmed on the humeral liner and the glenosphere; however, wear of the humeral tray could not be confirmed from the provided information additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6: corrected investigation clinical codes.

Manufacturer narrative:
(D10) concomitant devices: 320-42-03 - equinoxe rev 42mm humeral liner +2.5: 2860533, 320-10-00 - equinoxe rev adapter plate tray +0: 4272963, 320-15-05 - eq rev locking screw: 4257789, 320-20-00 - eq reve torque defining screw kit: 4270702. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced deterioration of the poly over the last year. Patient's x-ray a year ago looked good, but as of recent, the x-ray shows the humeral tray right up against the glenosphere. The surgeon said that the patient suffered a fall. As a result, approximately 8 years after initial replacement, the patient underwent a left shoulder revision. In surgery, once down to the implants, a lot of the tissue was blackened and the liner looked in very bad shape as well as the glenosphere. Patient liner looked very worn down and there were obvious signs of metallosis due to the condition of the glenosphere, liner, tray and all of the black tissue. No further impact to the patient was reported. No other information is available. As of note: "there was no signs of infection after taking cultures. Going into the case, the surgeon thought patients fall may have cracked the liner which caused the metal tray to start articulating on the glenosphere. Liner did not appear to be cracked but was damaged from the abnormal wear".